Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device wasn't returned, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center display a b30 error with the 190 scope. The event occurred during an unknown diagnostic procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This is report #2 of 2 due to multiple events and devices reported. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke the customer to troubleshoot the device. The customer confirmed that a 180 scope was utilized without issue. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while it was powered off. Tac also advised the customer to clean the scope contacts with 70% isopropyl alcohol and informed the customer to send in the device if the issue continued. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.